Event description:
The patient was undergoing a thrombectomy procedure in the carotid artery and the middle cerebral artery using a penumbra system 3max reperfusion catheter. During the procedure, a 3max catheter was used to deliver a penumbra system 5max ace reperfusion catheter and was removed. The thrombus was successfully aspirated using the ace catheter. The physician attempted to advance the 3max catheter through the rotating hemostatic valve (rhv) again, however the 3max catheter became fractured in the rhv. The 3max catheter was removed and the procedure continued successfully using a stentriever and aspiration. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Result: the 3maxc was fractured approximately 42.5 cm from the hub. Conclusion: the complaint has been evaluated. The complaint indicated that the 3maxc was fractured. Evaluation of the returned device confirmed it was fractured in the proximal shaft. This type of damage typically occurs when the device is improperly handled during insertion into the patient. If the 3maxc is inserted into the patient at an angle, the shaft may fracture due to excess force and bending of the catheter. These devices are 100% visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.